Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6), 2020, due to infection. According to the complaint source, the germ responsible for the infection is not known. All the implanted components were removed: · smr cementless revision stem ø15 mm (product code 1308.15.154, lot# 1504236 - ster. 1500274). · smr reverse humeral body (product code 1352.20.010, lot# 1707707 - ster. 1700250) - product not marketed in the us. · smr reverse hp liner short (product code 1362.09.010, lot# 1614480 - ster. 1600330) - product not marketed in the us. · smr connector small r (product code 1374.15.305, lot# 1708749 - ster. 1700250). · smr reverse hp corrective glenosphere (product code 1374.50.444, lot# 1616966 - ster. 1700018) - product not marketed in the us. · smr glenoid peg tt small-r #l (product code 1375.14.653, lot# 1614286 - ster. 1700092). · smr glenoid baseplate small-r (product code 1375.15.605, lot# 1702534 - ster. 1700220). No implants were placed in. Patient is a male. According to the complaint source, patient has had chronic pain. It was reported that he has cancer and requires chemotherapy. History of shoulder revision surgeries: - hemi-prosthesis implanted in 2007 (patient had a fracture caused by a fall). - conversion to total prosthesis in 2014. - first revision surgery on (B)(6), 2016, due to infection (competitor's prosthesis). A cement spacer was implanted. - second revision surgery on (B)(6), 2017, the smr reverse implant was placed in - third revision surgery on (B)(6), 2020, due to infection (hereby reported). Event happened in new zealand.

Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. Therefore, the products with these lot #s have been properly sterilized before being placed on the market. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - dated (B)(6) 2020 - have been evaluated by a medical consultant. Following, the medical consultant comments: "unfortunately the xray image is so bad I cannot make any comment. We know the patient has had at least two procedures: the index and at least one revision, so prosthetic joint infection risk is greater. We do not know where chronologically the malignancy fits into the process but with both the malignancy and its treatment the patient's immunological competence is compromised. All these factors will be contributing to the sad outcome of an infected prosthesis. We do not if a prostalac has been implanted. In summary the patient has suffered a prosthetic joint infection a well known risk of arthroplasty". Considering that: · check of the sterilization charts highlighted no anomalies on the overall components manufactured with the involved lot #s; · according to the medical consultant, the prosthetic joint infection a well-known risk of arthroplasty. As contributory factors, the prosthetic joint infection risk is greater as patient underwent multiple surgeries, and due to the malignancy and its treatment, patient's immunological competence is compromised; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. We will submit the final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2020 due to infection. All the implanted components were removed: smr cementless revision stem ø15 mm (product code 1308.15.154, lot# 1504236 - ster. 1500274). Smr reverse humeral body (product code 1352.20.010, lot# 1707707 - ster. 1700250) - product not marketed in us. Smr reverse hp liner short (product code 1362.09.010, lot# 1614480 - ster. 1600330) - product not marketed in us. Smr connector small r (product code 1374.15.305, lot# 1708749 - ster. 1700250). Smr reverse hp corrective glenosphere (product code 1374.50.444, lot# 1616966 - ster. 1700018) - product not marketed in us. Smr glenoid peg tt small-r #l (product code 1375.14.653, lot# 1614286 - ster. 1700092). Smr glenoid baseplate small-r (product code 1375.15.605, lot# 1702534 - ster. 1700220). Previous surgery took place on (B)(6) 2017. Patient is a male. According to the complaint source, patient has had chronic pain and he has cancer. Event happened in (B)(6).